Event description:
A health professional reports: during an interventional rca angiographic procedure, using the acist contrast injection system, the user facility reported that the physician pressed the contrast injection button with no result. The system was subsequently onserved to be in purge mode and 30 ml of contrast was injected into the patient, rather than a normal line purge occurring. The patient was reported to have no injuries or complications.